Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during percutaneous catheter myocardial ablation to treat atrial fibrillation for left atrium, a nrg transseptal needle was selected for use; it was mentioned that shaft insulation was torn when the needle shaft was clamped with a non-boston scientific metal forceps. The device was replaced. Procedure was completed successfully. No patient complication has been reported. Device is no longer available for return as it was contaminated.

Event description:
It was reported that during percutaneous catheter myocardial ablation to treat atrial fibrillation for left atrium, a nrg transseptal needle was selected for use; it was mentioned that shaft insulation was torn when the needle shaft was clamped with a non-boston scientific metal forceps. The device was replaced. Procedure was completed successfully. No patient complication has been reported. Device is no longer available for return as it was contaminated.

Manufacturer narrative:
The device did not return for analysis. However, based on the media provided, the reported allegation was confirmed since the rf needle shaft has its insulation damaged. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.